Manufacturer narrative:
The manufacturer received information liver disease/toxicity. There was report of serious or permanent harm or injury. Additional information was received on 09/24/2025. Box d: model number, catalog item identifier, product UDI was updated in this report.

Event description:
The manufacturer received information liver disease/toxicity. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.